Event description:
It was reported that pump malfunction occurred with code malf 0 and no notable events happened before malfunction began. There was no adverse impact to the customer's blood glucose level. Customer reset pump with guidance from technical support, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction appeared again, and caller confirmed understanding of instructions.